Manufacturer narrative:
Na

Event description:
The customer reported the ventilator failed the safety valve test during extended self testing (est). The ventilator was not in use on a pt, therefore, there was no pt harm or involvement. The respironics service technician was unable to duplicate the customer reported event. Est was performed and the unit passed to operating specifications. Review of the diagnostic code log confirmed the unit failed short self testing (sst) due to safety valve cannot open. The service technician reported the expiratory filter was full of water. Failure to open safety valve would be likely to cause or contribute to a death or serious injury if the malfunction occurred during pt use. Filter replacement must be performed at manufacturer recommended intervals. User maintenance contributed to this event due to an occluded filter.